Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with reflin injection 1 gram once daily (route and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. The patient was recovered from the peritonitis event, the peritoneal effluent fluid was clear, and the patient was reported to be doing well. No additional information is available.